Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china. Name: (B)(6), country: united states of america, street: (B)(6) . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where infusion set leak at quick release due to qr was not tightly connected and not able to connect qr successfully.